Event description:
The patient has neurological damage so she had a fall down some stairs 2 ½ months ago. Since the fall, if the patient turns it on, if she turns her head just even a hair, she feels a power surge. The patient has not had the device on for two months, ¿the dr thinks that I may have broken a lead.¿ the doctor ¿gave me a script for pain meds in the meantime.¿ the patient did not want to call yesterday because ¿I wouldn¿t have been a nice person to talk to, I was very upset.¿ the patient had a doctor appointment yesterday but also has another appointment for (B)(6) 2014. The patient would like a company representative at her appointment. Overstimulation at the lead location was later reported. The patient fell and it was suspected that the battery and/or lead and/or extension moved causing periods of overstimulation. The device was reprogrammed. About a week later lead and extension movement had not been confirmed, images would be taken to determine if this was the case. The initial results of reprogramming seemed hopeful but did not last. Understimulation was also reported. There was no change in the patient¿s condition. Information was being gathered in order to determine a course of action. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins was functioning okay. Device analysis for extension (B)(4) revealed no significant anomaly. The body was cut thru, product segmented. Device analysis for lead l69730 revealed the lead body conductor was broken within 10cm of connector area. Conductor #2 was broken.

Manufacturer narrative:
Concomitant medical products: product ID 7434a, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID 749851, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID 3998, lot# l69730, implanted: (B)(6) 1999, explanted: (B)(6) 2015, product type: lead. Product ID 3998, lot# l69730, implanted: (B)(6) 1999, explanted: (B)(6) 2015, product type: lead. Product ID 749851, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A month later it was reported that the implantable neurostimulator (ins) and lead were explanted, and not replaced.

Manufacturer narrative:
Concomitant medical products: product ID 7434a, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 749851, serial# (B)(4), implanted: (B)(6) 1999, product type: extension; product ID 3998, lot# l69730, implanted: (B)(6) 1999, product type: lead; product ID 3998, lot# l69730, implanted: (B)(6) 1999, product type: lead; product ID 749851, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. (B)(4).

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Event description:
Over a month later the company representative had no additional information. A comprehensive strategy was to be discussed by the patient and physician.